Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the surgeon reported that the patient's incision did not heal properly from their (B)(6) generator replacement surgery. They said it had a pin-prick sized hole in it that leaked fluid. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the surgeon inspecting the incision and opted to re-do it. Interventions/actions included opening the pocket, inspecting/cleaning pocket, and re-stitched incision. The issue is reported to be resolved. Surgeon's opinion was that the issue was not device related. They kept the patient's current device in tact. The revision occurred on (B)(6) 2019. The rep was present at the surgery to gather information and a possible product return for this report, ensure that device was turned off for surgery and that electrocautery/electrosurgery guidelines were communicated, and to be there in case surgeon opted to explant product and required supplies. No further complications were reported or anticipated with this event.